Manufacturer narrative:
(B)(4): the complainant was unable to provide the suspect device lot number; therefore, the device expiration and manufacture dates are unknown.according to the complainant, the suspect device has been disposed of and is not available for return. A device evaluation cannot be performed. If any additional relevant information is received, a supplemental medwatch report will be filed.

Event description:
Note: this MFR report pertains to one of two devices that were used during the same procedure. Refer to associated MFR report #3005099803-2011-01379 for a description of the other device. This report is for the first device. It was reported to boston scientific corporation that an excelon transbronchial aspiration needle device was used during a bronchoscopy procedure. According to the complainant, during the bronchoscopy procedure, the charge nurse reported that the first needle would not fully retract. A second needle was used, and the same issue occurred. For both devices, they felt that the trigger was stuck. The scope was in a tortuous position. They were able to get great biopsies. The account reported that the needles damaged there scope. Although the condition of the patient is unknown, no patient complications were reported as a result of this event.